Event description:
The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. To address the low blood glucose, the customer consumed carbohydrates. Technical support assisted the customer in updating various settings, including basal rate, correction factor, carb ratio, and target blood glucose, and advised the customer to consult with their healthcare provider whenever settings are updated. The customer understood and acknowledged the advice.